Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was exposed to moisture and had a crack on the left hand side. Customer's blood glucose level was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to perform functional test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.